Event description:
It was reported to philips the device showed a therapy delivered failure error. There was no patient involvement. This case is related to the investigation associated with medwatch report # mw5095195.